Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. He device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "error code 5". During functional testing on a generator the device gave an error code 5. The device will stop activating, and emit a solid tone or display an ¿error code 5¿ on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Event description:
It was reported that during an unknown procedure, solid tone with error code '5.' The issue remained after re-installation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.